Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket malfunctioned during an intended flexible ureterolithotripsy procedure. The malfunction was described as the basket not opening during the procedure. The operator replaced the device with another ngage nitinol stone extractor device to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, quality control and manufacturing instructions was conducted during the investigation. The complaint device was not returned therefore physical examination of the device by the quality engineering and/or engineering departments could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record revealed two non-conformances; however none of these were related to this failure. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.